Manufacturer narrative:
The customer reported problem was unconfirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives device with error code 133.6090 (8015, s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receives device 8015 (s/n (B)(4)), with system error code 133.6090 on display. Customer mentions replacing the main speaker and receiving the same error. Explained problematic issue to the main speaker being compromised. Informed customer to interchange the serial I/o board assembly to isolate fault. Informed customer if problem persists, to replace/repair the logic board if needed. Customer to call back for assistance if any further issues and/or concerns need addressing. End call.